Manufacturer narrative:
Upon FDA request, this report is being submitted to report the correct MFR number.

Event description:
The customer reported the device did not work, and during investigation the device alarmed 'depleted battery' when powered up on dc. The battery was replaced, and the device was connected to ac to press the 'change battery' soft key. The device was then powered up on dc and the device passed self-test without any alarm. The complaint was confirmed and the probable cause is related to a known software issue in version (B)(4). Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.